Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt stated that was at home on crutches from previous revision on (B)(6) 2010 and slipped. Upon x-ray in e.r. Had shown that sleeve had come off trunnion."